Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop due to full battery depletion was confirmed through the submitted log files. On 27jan2026, the controller was observed to be connected to fully charged 14v batteries. The batteries appeared to deplete routinely, activating a low power advisory alarm approximately 16 hours later on 28jan2026, followed by a low power hazard alarm which then progressed to a no external power alarm. The backup battery activated to support the pump until becoming fully depleted, which resulted in a pump stop. The pump remained off for the remainder of the file. The next time that the controller was connected to power, the clock was reset to the default timestamp and the driveline was no longer connected. No other notable events or alarms were captured, and the controller appeared to operate the pump at the stored patient speed without issue prior to the pump stop. The heartmate 3 system controller was not returned to abbott for evaluation. The root cause of the observed alarms and pump stop was determined to be full depletion of the 14v batteries as well as the controller¿s internal backup battery. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms (including no external power, pump off, and controller clock not set alarms), and explain how to troubleshoot the system controller. Section 3 of the IFU, ¿powering the system¿, and section 3 of the patient handbook, ¿powering the system¿, explain that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Section 3 of the IFU also states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Section 2 of the IFU, ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The outcome was not considered device or therapy related and the device operated as expected. The coroner provided primary system controller to left ventricular assist device (lvad) team. Last 6 alarms indicated that patient was on battery power overnight, battery power and backup system controller power depleted, and the pump turned off. The cause of death appeared that the patient fell asleep on battery. The patient was found deceased several hours later. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.